Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil noted protruding from right tube/a survey of the patient's pelvis and abdomen revealed entirely normal anatomy except for the essure coil protruding from the right tube.") And pelvic pain ("pain/ severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, low grade squamous intraepithelial lesion, nabothian cyst, anxiety, hypothyroidism, dysmenorrhea, dyspareunia and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spasms, bleeding menstrual heavy, dyspareunia, abdominal pain, spotting vaginal, adenomyosis, intra-abdominal bleeding, ovarian cyst, ovarian pain, right lower quadrant pain, vaginal discomfort, headache, nervousness, earache, thyroid disorder, weight fluctuation, hormonal imbalance and chronic cervicitis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe pelvic pain especially with periods every month"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: on the right side and it yielded three and a half coils after deployment. Two and a half spirals were visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil noted protruding from right tube/a survey of the patient's pelvis and abdomen revealed entirely normal anatomy except for the essure coil protruding from the right tube.") And pelvic pain ("pain/ severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, low grade squamous intraepithelial lesion, nabothian cyst, anxiety, hypothyroidism, dysmenorrhea, dyspareunia and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spasms, bleeding menstrual heavy, dyspareunia, abdominal pain, spotting vaginal, adenomyosis, intra-abdominal bleeding, ovarian cyst, ovarian pain, right lower quadrant pain, vaginal discomfort, headache, nervousness, earache, thyroid disorder, weight fluctuation, hormonal imbalance and cervix inflammation. Concomitant products included ethinylestradiol; etonogestrel (nuvaring). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe pelvic pain especially with periods every month"). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: on the right side and it yielded three and a half coils after deployment. Two and a half spirals were visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.